Event description:
On (B)(6) 2025, the patient reported discontinuing the ilet system on (B)(6) 2025 due to repeated hypoglycemia. Blood glucose dropped as low as 41 mg/dl, with lows treated using glucose tablets and juice. The patient noted initial use was without issue, but after a prescribed insulin change, low blood glucose events recurred. The patient consulted their healthcare provider, switched to a different insulin, and transitioned to multiple daily injections.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.